Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the cause of the catheter kinking and being twisted was unknown. The patient's weight was (B)(6). No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 500mcg/ml baclofen at 117.91mcg/day and 500mcg/ml baclofen at 100mcg/day via an implantable infusion pump for intractable spasticity and other spasticity. It was reported that the patient was in for a catheter revision. When they opened up the patient they noted that the catheter was twisted and tangled up. The catheter was kinked and occluded. They revised the 8780 catheter with a 8784 catheter and did a re-anchoring / were able to confirm the new catheter was patent. It was reported that the issue was diagnosed after attempting a catheter aspiration. No symptoms were reported. No further complications were anticipated/reported.